Event description:
After introducing the shaver into the cervix, uterus, a small piece of blue plastic was seen floating in the uterus. The equipment in question was the 4 mm tru clear covidien soft tissue shaver that was inserted by md to perform polypectomy. Md noticed a small blue foreign body in uterus that seemed consistent with a part of the shaver end. Md immediately suctioned the foreign body, removed the shaver from patient and from sterile field. Another device was obtained. Md finished the endometrial polyp removal and an endometrial curettage was performed. One last look was made of uterus and no other foreign bodies were noted.